Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post-operatively, the mesh eroded in the vaginal cul-de-sac, and the device was explanted.